Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Product labeling was reviewed for this investigation. The reported event is addressed within the labeling as it states: "warnings: do not use on irritated skin. Examples include, but are not limited to, rashes, skin tears, or blisters precautions: do not use barrier creams, lotions, or ointments on the penis or pubic skin around the base of the penis when using the device. These may impede suction or weaken adhesive. Recommendations: wash hands thoroughly before device placement. Ensure the device remains connected after turning the user, monitoring for pulling and tension on the device. Remove the device prior to walking. Check device placement and user¿s skin at least every 2 hours. Placement of purewicktm male external catheter: trim or clip the pubic hair to ensure the product securely adheres to the skin. Check the skin and do not use if there is irritation or breakdown. Clean the penis and the skin around the base of the penis with soap and water or soap and water wipes. Dry skin prior to positioning the device. Note: moisture or soap residue on skin will weaken the adhesive. Position the device, aligning drainage fitting towards the feet of the user. Slide the opening of the device over the penis until close to, but not touching, the skin around the base of the penis. Center penis within the opening. Do not place scrotum inside the device. Remove the bottom adhesive peel off and press the device against the skin below the base of the penis. Remove the top adhesive peel off and press the device against the skin above the base of the penis. Ensure device has fully adhered around the base of the penis by pressing down on the adhesive. When to replace purewicktm male external catheter: replace the device at least every 24 hours or if soiled with feces, blood, or semen." A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
(Other external source - teleperformance) patient advised he purchased wicks from (B)(6) and they are not draining. Troubleshooting was not performed. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided.

Event description:
(Other external source - teleperformance) patient advised he purchased wicks from amazon and they are not draining. Troubleshooting was not performed. It is unclear if the lot number was requested. No medical intervention or patient impact reported. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.